Event description:
The customer states that the enteral feeding pump is not dispensing full feed. The customer has to reset the machine.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿the enteral feeding pump is not dispensing full feed". The unit was triaged and the reported issue has been confirmed and corrected by replacing the gearbox which had seized. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.